Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device produced a scissored clip. The surgeon removed the scissored clip and replaced it using the same device. Procedure was completed with the same device. There were no patient consequences reported.